Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have cancer. The medical intervention that the patient received in response to the event is currently unknown. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have cancer. The medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's product investigation laboratory for investigation.an internal visual inspection was completed by the manufacturer. The manufacturer found unknown contamination on the blower outlet seal, a white dust-like contamination on the blower housing at the intake location, unknown brown staining on the interior of the blower box, possibly indicating liquid ingress, kerartin-like contamination on the blower box outlet, slight fibrous contamination on the iso port as well as an unknown red colored contamination. The manufacturer also found slight biocontamination on the flip lid seal, fibrous contamination in the water tank on the metal pan, fibrous and other unknown contamination on the drybox. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of slight unknown contamination in the humidifier outlet port, fibrous contamination and an unknown brown/red colored contamination in the humidifier chamber. The manufacturer concludes no evidence of sound abatement foam degradation/breakdown. The manufacturer confirms evidence of various contaminants and liquid ingress in the device. Section d9, g3, h6 has been updated / corrected.